Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unnecessary boluses were administered by the customer. As a result, the customer's blood glucose level lowered to approximately 50 mg/dl. Customer consumed carbohydrates to address low bg with assistance from paramedics. Recommendation was made to consult with healthcare provider regarding diabetes management.